Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there device was unable to be interrogated with radiofrequency telemetry. A wand was then attempted to be used for interrogation and the interrogation was slow. Once the device was interrogated, an error message appeared. Technical support was contacted and the device was able to be reprogrammed successfully. The patient was stable.